Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was discharged home.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. The current drain was normal. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.